Manufacturer narrative:
E1) establishment name: (B)(6) (noting due to character limit). The device was returned to olympus for evaluation and the reported event was confirmed. It was found that the camera head did not communicate with the video processor. No other findings beyond the faulty cable unit causing no image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that autoclavable camera head did not work. There was no report of patient harm. The device was returned, evaluated, and there was no image due to a faulty cable unit. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image was not displayed because communication failure occurred due to faulty cable. The event can be detected/prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.